Event description:
It was reported that during a colon resection procedure, the device would not fire and the cartridge fell out into the patient. The cartridge was removed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.